Event description:
It was reported that the unit was not building up downstream pressure. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a lifted/peeled downstream occlusion (dso) seal and a buckling upstream occlusion (uso) seal that was not siting flush with the chassis. The unit failed to build up pressure during the dso test. The cause of the customer reported problem was the bad dso or bad camshaft sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, dso sensor, uso seal, uso sensor, and camshaft assembly and all its components. The manufacturer representative updated software, reset the unit to standard configuration, and calibrated dso, and the pump passed all functional tests and performed as intended after repair.